Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. The device history record (DHR) was at the supplier. A product sample was received for evaluation. Visual and functional testing were performed. Review of changes relevant to the product and lot numbers reported determined that the absence of the product expiration date was not the result of a manufacturing related issue, but part of a change to our product's packaging. As similar products from other, non-smiths brands do not feature printed expiration dates, it was requested that the packaging of the resuscitators be modified to no longer include these dates. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that no expiration date listed. No patient injury was reported.